Event description:
Baxter spectrum iq pump: (labor & delivery) patient was on a pitocin infusion. She was titrated to 30 and then 40 mu throughout the day and into the night. The patient was not contracting or making appropriate cervical change. The nurse caring for the patient noted that the volume of the bag was not decreasing, despite the pump saying that it was infusing. She ran the lines and noted that the blue clamp above the pump was clamped. The upstream occlusion alarm never went off. She did not receive the appropriate medication for several hours. FDA safety report ID# (B)(4).